Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing pain at his scs ipg site. Additional info received identified the patient's ipg pocket was revised on (B)(6) 2014, and the patient's issue has reportedly resolved postoperative.